Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was reporting intermittently having no power from the mobile power unit (mpu). The white power cord on the system controller was damaged. The site stated they were doing a controller exchange. Log files were submitted for review, and the event log file captured abnormal power cable disconnects/no external power on the white power cable while connected to the mpu on (B)(6) 2025. The no external power occurred when the black power cable was unplugged, and the white power cable was not getting voltage. There was no pump interruption during these events as the controller¿s backup battery functioned as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the provided log file; however, the reported event of the controller¿s white power cable being damaged was not confirmed. The log file captured several no external power alarms on (B)(6) 2025 while wall power was in use. These alarms appeared to have been caused by the voltage values within both power cables dropping below the alarm threshold. The backup battery operated the system as intended during these times, and the alarms resolved within several seconds when power was restored to the system. No other notable events were observed. The system controller (serial number (B)(6) was not returned for analysis. Available information for this event indicates that the controller was exchanged to resolve the issues. The root causes of the reported events were unable to be conclusively determined through this analysis; however, the reported power cable damage may have contributed to the cause of the alarms observed within the log file. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ and the heartmate 3 lvas instructions for use section 7 ¿alarms and troubleshooting¿ instructs users on how to identify and respond to alarms that sound from their controller, including no external power alarms. The heartmate 3 patient handbook section 10 ¿safety checklists¿ and the heartmate 3 lvas instructions for use section f ¿safety checklists¿ instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
There were no further alarms after the exchange.